Event description:
Doctor was performing a low anterior colon resection. He was using an echelon 60 power stapler with a green load. He fired the stapler across the colon but the stapler only went about one third of the way before reversing. He tried another green load with the same stapler with same result. We opened another echelon 60 power stapler and another green load. It fired appropriately. No harm to patient.